Event description:
The label on the test strip vial is scratched off where the expiration date and lot number are located. Reporter stated not being able to make out any info on the label. Reporter indicated there were no actions taken and no treatment in association with the alleged event. A request was made for the return of the suspect device and replacement product was sent.